Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had "re-flow" occur during priming. The device was filled with 3500mg of flaudfluor and 0.9% saline. According to the reporter the medication and saline were added through the port at the top of the infusor and after adding the saline solution the medication began to "re-flow". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from june 27, 2014 ¿ june 28, 2014. The device was received for evaluation. Visual inspection on the unit noted that the device was filled with approximately 100ml of liquid. A functional flow test revealed evidence of a leak at the fill port after removing the fill port cap. Further visual inspection noted a particle approximately 0.30 square mm in size located under the check-band. Fourier transform infrared spectroscopy testing was performed on the particle and revealed it to be polyethylene material. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.